Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
While dr (B)(6) was impacting an acetabular component using the mako assist and the offset cup impactor, the connection between the straight and offset portion of the handle separated.

Event description:
While dr. (B)(6) was impacting an acetabular component using the mako assist and the offset cup impactor, the connection between the straight and offset portion of the handle separated. Update: 02/06/2018 (B)(6). It was a mako tha.

Manufacturer narrative:
Reported event: device evaluation and results: unable to perform as the part was not returned. Device history review: review of the device history records indicate 49 devices were manufactured and accepted into final stock on 07/15/2015 with no reported discrepancies. Complaint history review: review of complaints for p/n: 209830, l/n: 31128 show no other complaints related to the failure in this investigation. Conclusion: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action / preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.